Event description:
It was reported that the patient presented to the emergency room after receiving approximately 80 inappropriate shocks due to oversensing. It was noted that lead impedance had increased to 1500 ohms, and the thresholds had also increased. The rv (right ventricular) lead was explanted, and no further patient complications were reported as a result of this event. Additional information later provided by the patient indicates he was shocked at least 50 times. He said that the physician told him the wire broke. The patient says he forgets things a lot now, and he doesn't feel like himself. He is frustrated that this happened to him.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Other: it was reported that the patient presented to the emergency room after receiving approximately 80 inappropriate shocks due to oversensing. It was noted that lead impedance had increased to 1500 ohms, and the thresholds had also increased. The rv (right ventricular) lead was explanted, and no further patient complications were reported as a result of this event. Additional information later provided by the patient indicates he was shocked at least 50 times. He said that the physician told him the wire broke. The patient says he forgets things a lot now, and he doesn't feel like himself. He is frustrated that this happened to him. Actual device involved in incident was evaluated, electrical tests performed mechanical tests performed, visual examination, lead conductor component/subassembly failure. Device was out of specification in a manner that relates to event impedance, high lead(s), fracture of oversensing shock, inappropriate wire(s), breakage of high threshold.